Event description:
As reported by the patient/initial reporter through the medical affairs department, the patient had two cypher stents implanted in the left anterior descending artery (lad) target lesion during the index procedure: a 3.0 x 33 and a 2.5 x 13 stent. The stents were implanted due to "pain that went from the jaw around back of neck to the left side". The patient was told she had experienced a heart attack and had two blockages. Approximately seven years after the index procedure, the patient experienced a second heart attack which "didn't do damage". No treatment was reported. Multiple attempts to obtain additional information were not successful.

Manufacturer narrative:
As reported, a patient had two cypher stents implanted in the left anterior descending artery (lad) target lesion during the index procedure: a 3.0 x 33 and a 2.5 x 13 stent. The stents were implanted due to "pain that went from the jaw around back of neck to the left side". The patient was told she had experienced a heart attack and had two blockages. Approximately seven years after the index procedure, the patient experienced a second heart attack which "didn't do damage". No treatment was reported. Multiple attempts to obtain additional information were not successful. The devices remain implanted in the patient and are not available for inspection. Product file (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15849815 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15849815. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the minimal available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two products used for the same patient. Please reference MFR. Report #3003742446-2014-00067 and #3003742446-2014-00068.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used for the same patient. Please reference MFR. Report #3003742446-2014-00067 and #3003742446-2014-00068.